Event description:
At the time of total hip arthroplasty, during eccentric reaming, a fracture occurred. The hip stem was removed and another stem was implanted with distal rather than proximal fixation.